Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user, new to the ilet, reported a low blood glucose (bg) of 56 mg/dl while sleeping. The ilet provided a low bg alert, and the user treated with fast-acting carbohydrates. Bg subsequently stabilized. No symptoms were reported, and no medical intervention was required.